Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker and lead system presented to the hospital one week post-implant complaining of heat and pain in the pacemaker pocket. Cultures were taken and testing found pseudomonas aeruginosa in the pocket fluid. Eleven days later, the device and leads were explanted due to the confirmed infection. No additional adverse patient effects were reported. The explanted products were discarded at the facility.